Manufacturer narrative:
E1. Establishment name (B)(6) hospital, independent administrative institution, organization for community health care (documented here in its entirety due to character limitations in respective field). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the insufflator when the power was turned on before a laparoscopic nephrectomy, an alarm sounded, and the front panel went off. The power was then turned back on, and recovery was confirmed. The doctor decided that this would not affect the procedure and continued to use it, but the same issue occurred twice more during the procedure. Each time, the power was turned back on to restore the system, and the procedure was completed. There was no impact on the case, and no harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the front panel went off due to faulty printed circuit board (tube pressure sensor). Olympus will continue to monitor field performance for this device.